Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review and a power on self-test were performed. During the visual inspection it was identified that the safety clamp shim was out of specification. The cause of the malfunction is unknown. The safety clamp shim was replaced to resolve the issue. The pump passed all subsequent testing and was returned to the customer in good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had an out of specification safety clamp shim. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.